Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. The 2.5 x 18 mm xience v ((B)(4)), is being filed under a separate MFR#.

Event description:
It was reported that on (B)(6) 2006, the patient underwent stenting in the distal left anterior descending (lad) artery with one 2.5 x 18 xience v stent, the right posterior descending artery (rpda) with one 2.5 x 18 xience v stent, and the mid right coronary artery with one 2.5 x 18 xience v stent. On (B)(6) 2010, the patient experienced angina that was treated with diagnostic coronary angiography and coronary artery bypass graft in the lad and rpda. The patient's condition resolved on (B)(6) 2010 upon discharge. There was no additional information provided.